Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. There were no adverse patient consequences reported as a result of this event. The breakage of the headless screw post-op was most likely caused by patient non-compliance with the post-op protocol and/ or post-op trauma. Per the directions for use (dfu-0110): post-operatively, until healing is complete the fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Device removal should be followed by adequate post-op management. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an hcs revision case was performed. The patient had two broken 3.5mm hcs screws that became broken at the joint line. It was reported there was difficulty removing the screws. Ronguers and hemostats were used in an attempt to remove the screws. The screws were scored over the top with a device from a non-arthrex set. It was also reported that bone was sacrificed during the removal. Cancelous bone and whole blood were mixed in order to pack the bone area that was removed. A 4mm hcs screw was inserted with an mtp plate. Follow-up investigation: the original implantation procedure was (B)(6) 2015. Two ar-8730-34h were explanted during the revision procedure. To complete the revision procedure the following devices were implanted: ar-8740-48h ((B)(4)) and ar-8944cl-s ((B)(4)). Lot numbers of the original explanted and the revision implants are not available. Original surgeon also performed the revision surgery.